Event description:
On 1/24/90, rptr had a modified radical mastectomy with immediate breast reconstruction using this tissue expander. She developed eschar at the incision line which started coming off around 2/15/90. She had an excision of the eschar area 2/20/90. The expander was removed and replaced with breast implants on 5/7/90. (*) (same rptr referred to in 1002491 and 1002492.)